Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, a broken assessed, as a surgical impact opening (shell thickness within spec). Flipping: unable to observe. Capsular contracture: unable to observed. As per the investigation procedure: non-penetrating nick were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side "implant falls, completely leaked, without shell, decomposes in the body. Capsular contracture, baker grade IV. Diagnosed via sonography. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant falls, completely leaked, without shell, decomposes in the body. Capsular contracture baker grade IV, diagnosed via sonography."

Event description:
Healthcare professional reported right side "implant falls, completely leaked, without shell, decomposes in the body. Capsular contracture baker grade IV, diagnosed via sonography. The device has been explanted and replaced with a non-allergan implant.